Event description:
Customer reported, tried to access split septum port with a blunt cannula and the material pushed into the y-body causing fluid to leak out. The line was changed and the treatment completed. The original intended procedure was chemotherapy infusion. No pt harm reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was rec'd, investigation is not complete. A follow up report will be submitted with any new relevant info.